Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the health professional's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
A potential health professional allergic reaction to vipi cril plus liquid was reported by another health professional on (B)(6) 2019. The symptom experienced appears to be a form of contact dermatitis from handling of the pmma liquid.